Event description:
(B)(4). From day one I had pelvic pain and cramping. Approximately 6 months after a lot of other symptoms started. I have had tests ran and they all came back normal. Symptoms I am dealing with are: constant fatigue; headaches; pain in my pelvic area, back and joints; significant hair loss; weight gain; breakouts; vitamin d deficiency; anxiety; mood swings; no period. I now have been diagnosed with arthritis too in my lower back right hip and neck (I am (B)(6)). I am having a hysterectomy (which I was trying to avoid) to remove the one coil that stayed in my body.